Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The system was working properly and no additional action was required.

Event description:
It was reported that during a da vinci-assisted surgical procedure the customer realized that the monopolar curved scissors (mcs) instrument tip cover/sheath was missing. Caller stated the customer looked both inside the patient and outside the patient and couldn't find the tip cover anywhere. Caller stated they completed the case and closed without finding the tip cover. There was no report of patient harm. Intuitive followed up and confirmed that no additional information was available.